Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date:(B)(6) 2013 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased heart rate at the same time each day. It was also noted that the right ventricular (rv) lead exhibited a gradual rise in thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.